Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted following the valve release. A balloon aortic valvuloplasty (bav) was performed with a non-medtronic 23 mm balloon and the valve dislodged distally past the sinotubular junction. Another valve was implanted and after the valve was released, a dissection was reported from the ascending aorta extending to the descending aorta. Per the physician, the dissection was likely caused by the first valve embolizing distally as the valve was very mobile from blood flow and moved a lot. The patient was converted to an open surgical procedure to replace the valve and repair the dissection. It was reported the patient expired on the operating room table during conversion to surgery due to cardiogenic shock. The physician stated, the patient did not tolerate being on bypass for an extended length of time. The patient anatomy was calcified in the native aortic annuls with mitral annular calcium (mac) into the left ventricular outflow tract (lvot). It was reported that the lvot was slightly narrow and the sinuses were large. A 20 fr non-medtronic sheath was used for the procedure.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Corrected data: if information is provided in the future, a supplemental report will be issued.